Manufacturer narrative:
As reported, the patient underwent placement of a trapease filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, a fractured filter with possible erosion of a filter strut into her lumbar spine accompanied by severe back pain. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Perforation of the vena cava was also reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Implant date: on or about (B)(6) 2007.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease filter on or about (B)(6) 2007 in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, a fractured filter with possible erosion of a filter strut into her lumbar spine accompanied by severe back pain. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter on or about (B)(6) 2007. Per the patient profile form (ppf), the filter was placed due to a history deep vein thrombosis (dvt) and scheduled for surgery. The patient is reported to have tolerated the index procedure well. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, a fractured filter with possible erosion of a filter strut into her lumbar spine accompanied by severe back pain. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The patient is reported to have experienced chest pain, neck pain, facial numbness, hand numbness, headaches, and continues to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety, back pain, chest pain, neck pain, numbness in the face and hands and headache do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.